Event description:
In 2007, the pt called for assistance with adjusting his basal rates in his infusion device. He stated that his blood glucose has been elevated (400 - 500 mg/dl). He stated that before calling for assistance his blood glucose measured 346 mg/dl and he bolused 3.5 units of insulin to lower it. His normal blood glucose range is around 150 mg/dl. He stated that he has not had any symptoms of elevated blood glucose but his stomach has been upset. Troubleshooting did not reveal any issues with the pt's infusion device or accessories. He stated that he does have some scar tissue. He was advised that scar tissue could cause poor absorption of insulin and to try using another infusion site. The pt was advised to speak with his physician to see if any of the medications he is taking could cause elevated blood glucose. Upon follow up four days later, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.